Event description:
Litigation papers allege that since completion of patients hip replacement surgery, patient has suffered from injuries of a permanent, lasting and painful nature as a direct and proximate result of the asr systems failure. It is also alleged that patients ability to perform normal and enjoy regular activities has been impaired. **update** (B)(6) 2012- plaintiff's preliminary disclosure form was received, which identified (part/lot), doi and dor information for the left hip. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege that since completion of patients hip replacement surgery, patient has suffered from injuries of a permanent, lasting and painful nature as a direct and proximate result of the asr systems failure. It is also alleged that patients ability to perform normal and enjoy regular activities has been impaired. **update** 7/20/12- plaintiff's preliminary disclosure form was received, which identified (part/lot), doi and dor information for the left hip. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. **update** 9/27/11 - plaintiff's preliminary disclosure form was received, which identified correct date of revision. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.